Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the moment of putting the tackers during a laparoscopic hernia procedure, the device was able to fire, but the tacks got stuck and did not penetrate the tissue. Another device was used to complete the case. There was no patient injury.